Event description:
On (B)(6) 2015 the physician reported that this is not a patient of his. It is unknown at this time who the patient¿s neurologist is as this was the physician who was reported to be seeing the patient.

Event description:
On (B)(6) 2015 it was reported that the patient has been experiencing an increase in seizures. Good faith attempts for further information from the physician have been unsuccessful to date.

Manufacturer narrative:
.